Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation reported as deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, opening on anterior. Leak test and microscopic analysis was performed which identified: opening puncture, opening creases sharp, observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated punctured due to surgical damage like consist in the use of some surgical tool and an opening crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii.